Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced. During the procedure a fracture was noted on the leads. Surgical intervention addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-48471. It was reported the patient experienced ineffective stimulation and high impedance following a car accident. Some therapy was able to be established via reprogramming. Surgical intervention may be pending to address the issue.